Event description:
Baxter reports a leak from the spike of a uv transfer set after 60 days of use. The affiliate reports it appeared a capd exchange was completed properly with a clean flash, however the pt noticed leakage from the spike of a uv transfer set after the therapy began and then noted the spike was broken. A set change was performed after the leakage was noted. The affiliate reports no pt injury or medical intervention as a result of the incident.